Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 5mg/ml at 0.499 mg/day via an implantable pump. It was reported that the patient had swelling at midline incision where catheter entered. The physician believed the csf (cerebral spinal fluid) leak happened because catheter entry was at the same location as a previous laminectomy site. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The troubleshooting preformed was a catheter revision. The patient had a catheter revision done due to swelling (csf) at incision. Suture used to close the area where csf leaking happened. The catheter was replaced with no issues and catheter patent with aspiration from cap (catheter access port). The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.